Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl and 134 mg/dl. Customer reported that they did not receive a sensor updating or sensor glucose not available alert. Customer reported that they did receive a calibration not accepted alert. The sensor glucose was value was 234 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.